Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the coil delivery wire was damaged and broken when received. Information available indicated that the device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the observed coil delivery wire damage and break limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the returned subject coil revealed that the coil delivery wire was broken. There was no reported clinical consequences to the patient.